Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-33, lot# va09lqt, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a bladder infection and never had therapeutic effect. The reporter stated they never had therapeutic relief and was not ¿urinating good.¿ it was noted the patient felt stimulation. It was further noted the patient¿s bladder infection started a couple of weeks ago. The reporter stated they could consult with their healthcare professional about treating the bladder infection and changing programs. It was noted the patient was on program 4 at 5.8 volts and stimulation was currently on. Additional information was requested, but was not available as of the date of this report.